Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that when the start/stop switch is pressed, the oscillator does not start immediately. Reportedly, the start/stop button needs to be pressed multiple time to start the unit and the unit stops after some time. The customer determined that the driver displacement indicator (ddi) board needs to be replaced. There was no patient involvement associated with the reported issue.